Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Added: e1 (zip code & zip code extension). Priming problem: the cause of primming issue was not determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
D6b: the explant date was not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient¿s nurse stated when attempting to change purge cassette, aic failed to properly purge new line and there was a significant amount of air in tubing. This required a second purge cassette to be acquired and used. The nurse stated all steps prompted by aic were followed appropriately.